Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearings on the shim are missing. The issue was found before it was used in the patient. There was no patient involvement. There was no surgical delay. Attempts have been made and all available information has been provided.